Event description:
It was reported in 2007, an endovascular basilar tip aneurysm occlusion procedure with the y stent technical. Prior to the procedure, "the pt was not so good with some cerebral deficits, and had all the symptoms of basilar tip aneurysm." It was reported that the stent (device in question) was placed in the correct position, from the basilar artery to the left cerebral posterior artery. While the physician attempted to get access to the right cerebral posterior artery (in order to make the y technical), the guidewire got stuck in the stent net. "The physician tried to pull and push.." But was not successful. The guidewire "broke in two pieces inside the microcatheter"; at the same time, the device in question (stent) broke in two. The physician successfully removed the guidewire through the microcatheter. While removing the guidewire, one piece of the broken stent was removed and the distal portion of the stent remained in the pt. The pt suffered a cerebral edema and carotid thrombosis. Four days later, the pt expired.

Manufacturer narrative:
The direction for use (dfu) for this device precautions users to "exercise caution when crossing the deployed stent with adjunct devices."